Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 suspected flu b false positive result for 1 patient. No confirmatory testing completed. Unknown if patients were symptomatic or not. The customer also communicated 16 additional patient events which are captured in separate reports.